Manufacturer narrative:
The reported events removal of device sue to discomfort felt by the patient. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient requested their implantable cardiac monitor (icm) be removed due to discomfort felt around the pocket. The icm was removed successfully, and the patient was stable throughout the procedure.